Event description:
Information was received indicating that a cadd ms3 pump, was exhibiting an error code that could not be cleared or repaired.

Manufacturer narrative:
Report source: (B)(6). Additional contact information: (B)(6).

Manufacturer narrative:
D5: operator of device is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The complaint was duplicated during investigation. The root cause was found to be faulty motor. Actions were taken to mitigate the reported issue: replaced faulty motor, leadscrew, drive rod, housing. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.